Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The lesion being treated was located in the severely tortuous distal right coronary artery (rca). The physician implanted an unknown size taxus liberte. Post the initial procedure, angiography identified in-stent restenosis. A non-bsc balloon was used to treat the restenosis. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).